Manufacturer narrative:
An evaluation of the device cannot be performed as it was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report: triathlon ps fem component, cemented; cat# 5515-f-601; lot l5olm. Triathlon ps x3 tibial insert; cat# 5532-g-616; lot 87amna. Triathlon-asymmetric patella a35mm(s/I*) x 10mm; cat# 5551-l-350; lot lac792. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "all of the above listed implants were removed due to infection and antibiotic cement spacer was implanted temporarily. It was noted that the medial proximal tibia just beneath the baseplate had collapsed."